Event description:
It was reported that during their seed procedure in (B) (6) 2008, the needle broke and part of the needle remained in the pt. The needle reportedly broke after hitting the pubic arch. The needle was loaded with one radioactive seed. A fluoroscopy was performed on the pt and it was verified that approx 6-7 cm of the needle and the one radioactive seed remained in the pt. The doctor attempted to retrieve the needle superficially, but was unsuccessful because the needle was not as close to the skin surface as originally thought. The doctor decided to leave the needle in the pt. The pt was informed.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The sample was evaluated and measured 5.184". The cannula length per spec is 7.874"+/- 0.020". The length of the cannula of the complaint sample was found out of spec due to the broken condition of the sample. Since the broken piece of the needle remains in the pt, it is unk the actual size of the remaining piece. A previous study found that excessive force (<6 lbs) was required to be applied to the cannula above what is normally experienced (1 to 2 lbs) in the procedure for breakage to result. An analysis of the labeling found the following: caution - needles are not intended to penetrate bone. If resistance is encountered, verify needle position. Do not push into bone; this may cause needle to bend or break. Replace needle if cannula, or point, is damaged. (B) (4).